Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging internal wires. The cause of the non-functional electrodes and incoming test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.